Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that two months after the dental implant was placed, in ada site #19 of the patient¿s mouth, bone resorption was observed. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that two months after the dental implant was placed, in ada site #19 of the patient¿s mouth, bone resorption was observed. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.